Event description:
The pt tested her blood glucose on the suspect device and it was 74 mg/dl. She was feeling faint and dizzy. 2 hrs later she called paramedics and they tested her blood glucose on their device and it was 500 mg/dl. She was taken to the hosp and admitted.